Event description:
The daughter of a patient contacted lifecor customer support to report that the battery charger is not charging the battery packs. Support sent a patient services representative (psr) to replace the battery charger. The psr reported that one of the battery packs was displaying the "battery pack fault" led on the new charger. This battery pack would also not power the monitor. Support had the psr replace this battery pack as well.

Manufacturer narrative:
Device evaluations of battery pack and battery charger have been completed. The reported problem was reproduced. The cause of the charger problem was an unknown liquid in the battery charger. The root cause of the defective charger was probably liquid spilled into the well of the battery charger. The battery charger was scrapped. The battery pack was full of water. It may have been dropped into some liquid. The battery pack was scrapped. No adverse event resulted from the damaged charger or battery pack. The patient received replacement charger and battery pack.